Manufacturer narrative:
This follow-up report is being submitted to relay corrected and additional information. Device was not returned for analysis; therefore, a product evaluation could not be conducted. DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no were trends identified. Operative notes reviewed for revision surgery showed patient underwent total right knee arthroplasty due to gross tibia component loosening. Patient had significant tibial bone loss as well as being obese. Tibial augmentation was used on the medial side due to subsidence and varus deformity. Examination of knee showed good stability and range of motion in flexion and extension. Three days after first revision surgery, patient underwent second revision due to right periprosthetic femur fracture. Op note stated patient went home after first revision, walked upstairs, fell and suffered periprosthetic femur fracture. The risk of bone fracture due to femoral impaction is addressed in the product's risk management file. Per associated package insert under possible adverse effects, number 4 "bone fracture or nerve damage". Root cause was undetermined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Medical product - zimmer nexgen articular surface with locking screw size green/e f 10 mm, catalog #: 00599404010, lot #: 63305887, nexgen stem extension offset 15 mm dia x 100 mm length, catalog #: 00598802015, lot #: 63378836, nexgen prc augment block post size e 5mm, catalog #: 00599003501, lot #: 63358466, nexgen stem extension offset 14mm dia x 100mm length, catalog # 00598802014, lot #: 63338835, nexgen tibial half block augment tapered precoat with screws size 5 left lateral/right medial 20 mm thickness, catalog #: 00598800539, lot #: 61657350. Customer has not yet indicated if product will be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that following a total knee arthroplasty revision, the patient fell on the stairs and experienced a periprosthetic femur fracture. The patient was revised. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
Complaint was evaluated and the reported event was confirmed through review of medical records. The risk of bone fracture due to femoral impaction is addressed in the product's risk management file. Per associated package insert under possible adverse effects, number 4 "bone fracture or nerve damage". Device history record was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no were trends identified. Root cause of the event could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.